Event description:
A ge oec 9600 fluoroscopy sys had poor image quality.

Manufacturer narrative:
A ge oec svc rep investigated the issue and cleaned the image intensifier and ccd camera. Suggested possible image intensifier replacement due to age, otherwise image quality restored. The sys was tested and found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.